Event description:
Spontaneous call from patient reports plunger on whisperject autoinjector is very difficult to push down and she lost full dosage earlier this week as it leaked out of device. No further information provided. Patient's husband does injections and he was not available to troubleshoot. Unknown if missed dose, adverse event occurred or if md aware. No further information provided. Unknown if device is available. Reported to (B)(6) by pt/caregiver.